Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited intermittent oversensing during atrial tachycardia/atrial fibrillation (af) episodes and undersensing during non-sustained ventricular tachycardia episodes. There was also an alert for sensing integrity counter (sic) oversensing. Additionally, the patient reported a phantom alert from their implantable pulse generator (ipg). The lead and device remain in use. No patient complications have been reported as a result of this event.